Manufacturer narrative:
Investigation: visual inspection revealed that the device tube was returned separate from the loading device. The tension spring assembly was inside the delivery tube and the seal was extended outside the tube. The seal had cracked along the third ring from the edge. The green slide lock and the white plunger were depressed on the delivery device. There was evidence of blood on the device. To further investigate; the seal was deployed per the IFU; the seal was pulled out of the delivery tube with no issues observed. Based upon the received condition of the device, the reported complaint "seal did not deploy properly" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not deploy properly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.